Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware of an event that occurred while operating the artis icono ceiling unit. When transferring patient off the table, the heated mattress moved with the patient causing the patient to fall off the table. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
The investigation was performed by our experts. According to the information available, a patient slipped off the table while being transferred from the table to the bed. Before the patient fell to the ground, the patient was caught by the nurse and was safely lowered onto the floor. No health consequence was communicated due to this incident. The detailed investigation revealed no system malfunction. The artis system neither caused nor contributed to the patient's fall. The instructions for use explicitly warn of potential danger of patient falling during the transfer. The occurrence rate of the issue was checked. A possible accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.